Event description:
Patient required an enema as bowel prep the night before a colonoscopy. The rn administered multiple enemas and reported that the blue cap fell off in the patient and she was able to retrieve it. The patient required multiple enemas and with the next enema the blue cap came off in the rectum of the patient and it was not retrieved until the next morning when a rectal exam was performed prior to the colonoscopy.